Manufacturer narrative:
A multipiece lens was returned in solution inside a stoppered test tube. The lens was removed for evaluation. One haptic had been removed from the optic. The optic had been cut through the haptic insertion area of the removed haptic. The optic had parallel scratches and cracks across the center of caused by an instrument used to grasp the lens. The lens appeared clear. The lens was cleaned with klrp. There appeared to be some yag pitting. The optic dimensions and edge style (not frosted) would correspond to suspect device. The lens resolution was acceptable. The provided photos were reviewed. There were eleven two-dimensional images on a one-page pdf document. All images show these common features. The cornea appears clear without anomaly. The anterior chamber appears deep and quiet. The iris appears normal a 4-5mm round and centered pupil. Three images were for the os eye. Os (three images): under bright illumination, collectively the anterior and posterior iol surfaces of these three images do not show any abnormal findings. However, the body of the lens appears uniformly and moderately hazy, but this appearance may be attributed to photograph illumination artifacts. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported visual issues could not be determined. It was indicated the lens was implanted in 2003. The returned lens appeared clear. The lens resolution was acceptable. Based on the analysis of these photographs, a definitive identification of the observed findings as either subsurface nanoglistenings (ssngs) or glistenings is not possible. Additionally, this review could not conclusively determine whether these findings correspond to the reported cloudy appearance of the iol or are attributable to artifacts related to photographic illumination. Consequently, based solely on the examination of the provided photographs, the reported cloudy iol appearance cannot be definitively confirmed, and the presence of ssngs and/or glistenings remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
Iol product complaint: lens opacity, glistening. Patient problem: decrease va.

Manufacturer narrative:
Four images were for the os eye (previously reported three). One image, the view of the lens is washed out, presumably due to photograph illumination artifact, and does not provide a useful image for analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the intraocular lens found clouding. The lens was implanted 20 years ago. New information has received includes optical part had been broken due to the deterioration of the iol and was torn off when it was folded and pulled during the removal procedure. Lens was explanted during secondary procedure. There are two medical device reports associated with this patient. This report is associated with the left eye.